Manufacturer narrative:
Device evaluation summary: since no lot number was provided, no manufacturing record evaluation could be performed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample saline 275cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it revealed a tear within a siltex cracking area on the posterior view, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed through a physical. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2020. On (B)(6) 2021 mentor received two ruptured devices indicating that the deflation had been bilateral. The left sided prosthesis was reported under 1645337-2020-16543. This report relates the right prosthesis.